Event description:
On (B)(6) 2025, the patient called inogen to report that she had received error sensor fail on their g3hf device, which stopped delivering oxygen. It occurred during a trip from one state to another state. The patient stated that due to the incident she was prompt to go to the hospital for oxygen support. The patient is back home recovering and doing well.

Manufacturer narrative:
The unit was received for investigation on (B)(6) 2025. The return reason of system error is confirmed since zeolite dust existed in the unit and it fouled the manifolds. Zeolite dust is caused by the breakdown of zeolite particles. This occurs when the zeolite rubs against one another. Over time this can lead to multiple errors. This dust is so fine it can escape the column frits and contaminate the feed waste manifold. The patient received a replacement unit.